Event description:
Pt reported obtaining back-to-back blood glucose results of 106 mg/dl and 231 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Valid qc testing had not been performed on the system (pt was using the wrong control solution for strip type). Technical support requested the return of the suspect product and replacement was shipped.